Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display during normal use. Customer's blood glucose at time of incident was 220 mg/dl. Customer stated the same problem with battery cap. The customer was advised that we will be sending replacement. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was asked verbally and in written form to return the broken pump for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the mother board. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.